Manufacturer narrative:
Received one opened/unused 146870489 primary plum set for inspection. A brown smudge was observed on the piercing pin. The spot was able to be wiped off. The reported complaint can be confirmed. The probable cause of the smudge is due to grease used for lubrication during the molding process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 11/27/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. F2 medwatch number: mw5147021.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there was brown contaminant on sterile spike of tubing. This is a single use device that was not reprocessed. The issue was discovered upon removal of product from package and getting ready to spike IV bag. There were no component damages, anomalies observed with the primary plum set. There were no issues noted during initial priming/set-up of the primary plum set since the tubing was not actually spiked into the bag. There was no patient involvement and no patient harm reported.